Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between 5/22/2018 and 07/10/2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zlb00 +16.0 diopter intraocular lens (iol) was implanted into the patient's left eye on (B)(6) 2018. It was later explanted on (B)(6) 2018, because the patient didn't like the results; she wanted to be able to see up close clearly. No incision enlargement to remove the lens, no vitrectomy was performed and no patient injury was reported. A zmb00 +17.0 diopter lens was implanted as a replacement. The patient was reported doing fine post-surgery. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/30/2018. Device returned to manufacturer: yes. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.